Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - litigation papers allege the patient suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, and will require revision surgery. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side) update: (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address pain. This complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, osteolysis, cloudy yellow fluid and corrosive changes on the trunnion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.